Event description:
It was reported that the patient experienced a loss of therapeutic effect. The lead / extension connection had slipped down four inches and the patient lost therapy on (B)(6). It was noted that impedance measurements were normal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).